Event description:
The generator was set at usual power during the procedure, but that the tip of the electrode was more incandescent than usual with an aspect of a spark. The power was then put lower, which decreased the apperance of the electrode. Then the surgeon subsequently discovered a uterine perforation.